Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had a burning smell, loud humming and popping sound. Purewick female external catheter vibrate when it was attached. Patient had been using the purewick product for less than 1 week. Per customer contact via phone on (B)(6) 2022, customer stated they received a replacement device to resolve the issue.

Event description:
It was reported that the purewick urine collection system had a burning smell, loud humming and popping sound. Purewick female external catheter vibrate when it was attached. Patient had been using the purewick product for less than 1 week. Per customer contact via phone on 21dec2022, customer stated they received a replacement device to resolve the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate component selection component failures, damage, or deterioration ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.